Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the night of the event, the reporter woke up and heard the patient moaning. When he tried to wake the patient up, she was unresponsive. The patient was sweating a lot and was wet and cold. The report called their daughter, and they tried giving her sugar water through a syringe. When a fingerstick was taken, the cgm was reading 80 mg/dl, and the blood glucose reading was 35 mg/dl. They provided to give more sugar water but as the blood glucose reading dropped to first 32 mg/dl (while cgm reading was 68 mg/dl) and then 25 mg/dl (while cgm reading was 70 mg/dl), the reporter decided to bring the patient to the hospital. At the hospital the patient was treated with intravenous d50 dextrose. At some point at the hospital the cgm reading was 45 mg/dl and the blood glucose reading was 145 mg/dl. The patient stayed a total of 3 hours at the hospital. At the time of the report the patient was stable and the cgm reading was 67 mg/dl, and the blood glucose reading was 116 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code e2304 chills. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.